Event description:
It was reported that a high out of range shock impedance was observed. Device and lead currently remain implanted. Should additional information be received, this file will be updated.